Event description:
Additional information received reported that the device was replaced due to normal battery depletion.

Event description:
It was reported prior to the device being replaced the patient had not had therapy for approximately 2 years due to insurance issues. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product typ programmer, patient, product ID: 37085-60 serial# (B)(4), implanted: (B)(6) 2009, product typ extension, product I:d 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product typ extension, product ID: 3387s-40, lot# v014191, implanted: (B)(6) 2006, product typ lead, product ID: 3387s-40, lot# v014191, implanted: (B)(6) 2006, product typ lead. (B)(4).